Manufacturer narrative:
This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the battery icon on the patient's programmer was not displaying the charge level consistently. The battery level on the icon would drop by a third but then increase to full without recharging the ipg. A replacement programmer was sent to the patient; however, it is currently undetermined whether the replacement external device resolved the issue. No further information is available at this time.